Event description:
It was reported that the customer received an altitude alarm that could not be cleared. There was no impact to the customer's blood glucose level as the customer reverted to alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.